Event description:
Information received indicates the bed has no head hi/low function.

Manufacturer narrative:
The technician found a burnt chip on the motor control board. The technician replaced the motor control board to repair the bed.